Manufacturer narrative:
Device expiration date: unknown. Initial reporter occupation: (B)(6). Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. A device history review could not be completed as no batch number was provided. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd precisionglide¿ needle 26g x 3/8 in experienced leakage during use. The following information was provided by the initial reporter: complaint 1 of 2. Caller reported leaking where the syringe and needle connect. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 3ml syringe, pn 309657. Product lot # - unavailable. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes, sample is not available for investigation.